Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced axes controller platform (acp) to resolve the issue. The system was verified and ready to use. Isi has not received the acp for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that they experienced an error 32101. The tse reviewed the logs and suggested a hard power cycle, but the issue persisted. The tse noted that the boom height was not suitable for surgery and informed the user that a part replacement was required. Procedure outcome is unknown at the time of the report. A procedure delay was reported.